Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the catheter jelly pouch was found to be damaged with the package was opened. Per additional information from the ibc via email 14jan2020, the side edge of the lubricant package had a small slice in it, and there was a white material attached to the pouch. It was unknown whether it leaked lubricant or not.

Event description:
It was reported that the catheter jelly pouch was found to be damaged with the package was opened. Per additional information from the ibc via email 14jan2020, the side edge of the lubricant package had a small slice in it, and there was a white material attached to the pouch. It was unknown whether it leaked lubricant or not.

Manufacturer narrative:
The reported event was confirmed as supplier related. Evaluation observed that the lubricant had leaked on the tray. The lubricant package was evaluated under the microscope and it was found that the notch was too long and caused leakage. This complaint is supplier related due to defective part from supplier. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[storage method and expiration date] 1. Storage store in a dry, cool place away from heat, moisture, and direct sunlight. 2. Expiration date indicated on the direct package and the outer box." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.